Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that resistance was experienced during the fill process. In addition, a cartridge alarm (alarm 1) occurred during bolus deliveries. Customer's blood glucose level was between 178-250 mg/dl. A syringe needle change and cartridge change was performed resolving the issues.